Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Event description:
New information received notes that the patient presented to the emergency room. The over-sensing of myopotentials had resulted in pacing inhibition. Corrective programming changes were made but did not resolve the issue. Shortly after, the patient presented again with inhibition noted on the patient's device. Further programming changes were made to resolve the issue. No further patient consequences were reported.